Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty (pta) with a .014 5.0x20 142cm aviator plus pta balloon catheter of a heavily calcified lesion in the superficial femoral artery, the balloon was delivered with some difficulties for a pre -dilatation and ruptured at 14 atmospheres (atm). The physician commented that it is possible that the balloon was damaged during delivery. Therefore, it was replaced with a new high-pressure balloon catheter (non-cordis) to dilate the lesion. Then a 7x120 smart stent was implanted. The procedure completed successfully. There was no reported patient injury. The product will not be returned for analysis due to infectious disease(s). The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. A guidewire crossed the lesion and the aviator plus was delivered. The physician commented that there were no anomalies when it was taken out from its pouch. The patient¿s information was unknown.

Manufacturer narrative:
It was reported that during inflation the aviator plus ruptured at or below rbp (rated burst pressure), was damaged in patient and had tracking difficulty. During percutaneous transluminal angioplasty (pta) with a .014 5.0x20 142cm aviator plus pta balloon catheter of a heavily calcified lesion in the superficial femoral artery, the balloon was delivered with some difficulties for a pre -dilatation and ruptured at 14 atmospheres (atm). The physician commented that it is possible that the balloon was damaged during delivery. Therefore, it was replaced with a new high-pressure balloon catheter (non-cordis) to dilate the lesion. Then a 7x120 smart stent was implanted. The procedure completed successfully. There was no reported patient injury. The product will not be returned for analysis due to infectious disease(s). The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. A guidewire crossed the lesion and the aviator plus was delivered. The physician commented that there were no anomalies when it was taken out from its pouch. The patient¿s information was unknown. A device history record (DHR) review of lot 17204356 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿, damaged in patient and tracking difficulty could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of heavy calcification may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿the cordis aviator plus pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty in the peripheral vasculature, including iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal, and carotid arteries, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for post-dilatation of balloon-expandable and self-expanding stents in the peripheral vasculature¿do not retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding¿. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Use the device prior to the ¿use by¿ date specified on the package.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received that the patient was male. The device was discarded due to infectious disease. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. The inflation device was an everest by medtronic. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve- and no resistance/friction while inserting the balloon through the guide catheter. There were some difficulties confirmed while advancing the balloon catheter through the vessel and also difficulty crossing the lesion. The catheter was in an acute bend. The balloon catheter kinked while being used. The balloon catheter was removed easily from the vessel, the sheath, the rhv (rotating hemostatic valve), the guidewire and the guide catheter. Additional information was received and will be submitted within 30 days upon receipt.